Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) found contrast in the inflation lumen, which is consistent with preparation. The balloon was loosely folded, confirming the balloon had been inflated and the stent deployed. However, the reported balloon rupture could not be confirmed, as a new indeflator was used to inflate the balloon to the rated burst pressure (rbp), with no anomalies noted. It is possible that the indeflator was not connected properly to the sds, causing the balloon to fail to inflate during the attempt to post-dilate, however, this cannot be confirmed. The indeflator used during the procedure was not returned for analysis; therefore, it is unknown how this may have contributed to the reported difficulties. Another balloon was used for successful post-dilatation. All products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. A query of the complaint database found no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies.

Event description:
It was reported that the xience v stent was successfully deployed in an unspecified coronary artery. During post-dilatation the xience v balloon ruptured at 9 atmospheres, below rated burst pressure. The balloon was completely removed without difficulty and another balloon was used for successful post-dilatation. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided